Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-03490. It was reported, the pt is experiencing auto-reduction and tenderness at the scs ipg pocket site regardless of stimulation. Diagnostics identified invalid impedance values for the scs leads. It was slo reported x-rays revealed both leads are kinked at the anchor sites. The pt is deciding whether to undergo surgical intervention or not to address the issues.